Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20366. It was reported that a week after initial implant in 2011, the patient experienced cardiac tamponade that required drainage and repositioning of the patient's right atrial (ra) and right ventricular (rv) leads. On (B)(6) 2011, the ra and rv leads were repositioned successfully. No additional information was reported.